Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station drawer 3.2 was not detected on the bus and a cubie lid did not open after multiple restart attempts. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3.2 was not detected on the bus and the cubie lid did not open despite multiple restart attempts. A field service engineer inspected the drawers, verified control board status, reseated all cables, and rebooted the system which cleared the drawer failure. The system functioned as intended after the field service engineer repaired the device.